Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value was 7.2 mmol/l. Nothing further reported.

Manufacturer narrative:
No unexpected button error alarms noted. No button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.